Event description:
A nurse reported that the equipment did not aspirate during a vitrectomy procedure. Following a delay of 40 minutes and a system exchange, the procedure was able to be completed with no patient harm. No procedures were cancelled due to this event.

Manufacturer narrative:
The company representative examined the system and replaced the latch seal. The system was then tested and met all product specifications. The reported event, "system would not aspirate" is consistent with a known cause of nonconforming latch seal. A review of complaints for the last 24 months did not indicate any additional similar reports for this system. The root cause is a nonconforming latch seal. (B)(4).